Event description:
Hcp reported patient presented with an infection around the pain pump. The pump and catheter were explanted. The pump was returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.